Event description:
It was reported that, "the operating room staff opened the ten pack to find four boxes stuck together by some sort of liquid substance."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.